Event description:
During use of the total plus 23 gauge vitrectomy pack, it was noted during the procedure that the "plugs" were not fitting into the cannula apparatus. Attempts to use new trocar cannulas was also unsuccessful, they too did not fit. Another 23 gauge pack was opened, and the system worked appropriately.